Event description:
It was reported that the autopulse platform displayed user advisory (ua) 08 - motor controller fault detected. No pt involvement reported. No further info provided.

Manufacturer narrative:
Zoll circulation has not rec'd the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were noted. Functional testing was performed and the unit met requirements, including verification of continuous compressions. A review of the archive confirmed user advisory 8 (max controller fault detected), thus confirming the reported complaint. The ua 8 is known to be caused by use of low voltage batteries, however a definitive cause could not be determined based on the evaluation of the returned autopulse platform.